Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter two hours after the start of a laparoscopic splenectomy, co2 leaked and it became impossible to maintain p neumoperitoneum. Strange sounds were ringing from the 12mm and 5mm trocar. Also, the seal parts were torn. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient harm.